Event description:
It was reported that the pump touchscreen was found cracked after customer was sleeping. Pump touchscreen was unresponsive. Customer reverted to using an alternate method of insulin therapy.